Event description:
The service engineer found the device battery will not calibrate. There was no patient involvement.

Manufacturer narrative:
The service engineer found the battery will not calibrate and needs replacement. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer will obtain the battery and replace it. No further action at this time.